Event description:
It was reported that during an open total nephrectomy procedure, the device and two vascular loads were given to the tech by the nurse however the device was handed to the surgeon with no cartridge loaded into the device. The surgeon fired the device on the renal artery, no staples fired and the device cut. A vascular surgeon had to be called in to repair the renal artery and control the bleeding. The patient lost 2500cc of blood and was given 4 units of blood. The patient was taken to the intensive care unit. Suture was used to complete the procedure. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4).